Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.